Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was adhered/clogged with foreign material. Which was believed, to be chemical residue (detergent). However, further detail of the foreign material is unknown. The likely cause of the event, is due to leakage occurred, at biopsy channel. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented, by following the instructions for use (IFU) sections: IFU states, the detection method in gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had an insufflation problem. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, the air/water nozzle (insufflation channel) was clogged by a solid chemical residue foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During visual examination of the device, the following additional issues were found: the bending section cover adhesive was worn; the light guide lens was chipped; the biopsy channel was perforated; the light guide bundle was damaged; the charge coupled device was damaged; the universal cord was wrinkled; and the plug unit was cracked. Functional testing of the device showed the bending angles did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.